Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver unknown morphine at a concentration of "5mg" and a dose of "1.3 per day" and clonidine at a concentration of "100mcg" and a dose of 27mcg/day. It was reported that "withdrawal syndrome" occurred. The pump was interrogated. Service code 527 occurred, indicating that the programmer time may have been incorrect. Service code also 529 occurred, indicating that a motor stall and recovery occurred. Pump logs dated back to 2022-08-15 did not contain a motor stall or motor stall recovery log. In regards to interventions/actions taken to resolve the issue, the patient was put in observation and the doctor prescribed oral medication "for contingency plans". At the time of the rep's support, the patient was not admitted to the hospital. Surgical intervention did not occur and was not planned. In regards to any diagnostics/troubleshooting performed related to the withdrawal syndrome, the doctor had not done any procedures because the patient was in good condition. The only complaint of the doctor was the codes displayed upon interrogation of the pump. The cause of the withdrawal syndrome was not determined. The cause of the motor stall was not determined. At the time of this report, it was unknown if the issue was resolved and the patient status was "alive-no injury". The patient's medical history was asked and would not be made available. It was indicated that the synchromed software version was 2.0.1460, which was installed on (B)(6) 2024. The patient's weight at the time of the motor stall and motor stall recovery was 204 pounds.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.